Manufacturer narrative:
(B)(4). Dia4betes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the cgm reading was 160 mg/dl, and the patient experienced feeling weak, was shaking and was nauseous. An ambulance was called by a neighbor and when the paramedics arrived, no fingerstick was taken and the patient was brought to the hospital. When a fingerstick was taken at the hospital the cgm was reading 160 mg/dl and the blood glucose reading was 260 mg/dl. The patient was given insulin, but no route of treatment was reported. It was stated that ¿later¿ it was discovered that the insulin had not been properly administered, but it was not known what was meant by this, and according to the information available, the patient was not using a insulin pump at the time of the event. At the time of the report the patient was still in the hospital, but was stable. It was stated that the patient was recovering, and would undergo rehab. No information was provided during the call regarding any underlying conditions that may have contributed to the hospitalization, and it was stated that the recovery was for strength-building, and monitoring of her diabetic condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, a comparison was performed and it was reported to fall within the b zone of the parkes error grid. No additional patient or event information is available.